Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software 9733467 fusion ent app upn (B)(4). The software investigation found that it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the medtronic representative ws unable to load the 'bert' demo on the site's navigation system. Trouble shooting was performed, sending link to demo and requesting the file is archived unzipped and loaded onto the navigation system. There was no patient present when this issue was identified.